Event description:
It was reported that solution leaked from a coseal surgical sealant during application. The reporter stated that the leak was from the luer lock between the tip and the syringe of the device. Upon noticing the issue, the surgeon immediately stopped application. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed that the applicator tip was clogged and bent. Traces of dried coseal product were noted on the applicator tip. Further visual inspection revealed a crack at the luer connection of the applicator. Functional testing was performed and found that the product could not be extruded. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.